Manufacturer narrative:
Serial number provided is for model number 9099p, hydraulic pump, for the device, model number 9805p, patient lift.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states that the lift is leaking. MDR filed.